Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the pump would not recognize the power source, the battery gauge quickly dropped to 5%, and then turned off. The customer charged the pump with another cable and wall adaptor. The customer's blood glucose level was 230 mg/dl and it was addressed with a manual injection.